Event description:
It was reported that this right atrial (ra) lead was an explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.